Event description:
It was reported a lead integrity alert (lia) triggered due to noise appearing on both the atrial and ventricular electrograms. No therapies were delivered and all lead impedances and thresholds are normal. It was further reported the patient has had a history of reported noise from exposure to electronic devices. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).